Event description:
My type 1 diabetic child uses dexcom g7 and tslim pump. He had false high readings around 220 for hours suddenly felt like he was going to pass out. Checked with a finger poke his blood sugar was 40. This is closed loop and so dangerous for the dexcom to be off so greatly for hours getting insulin to bring his sugar down yet it was so off it could have killed him. This happened overnight of course & thank god he was still awake and felt that low because no alarms would have gone off because it was off by about 200 points. G7 has had its fair share of issues mainly false lows but this. This has me so angry and frustrated. We are so careful with insulin and this product can just be off by 200 for no apparent reason other than it was the first 12 hours which is always horrible but for false low readings not false high.